Event description:
Two weeks after implantation of condylar plate, a revision was necessary due to the breakage of the plate.

Manufacturer narrative:
The device was used for a fracture of the proximal femur, but is indicated only for fractures of the distal femur resp, the condylar part of the femur.